Event description:
During preventative maintenance checks by zoll technical service, the device would not give "pacer lead off" message as specified by testing procedures. Therefore, the device was found to be out of spec. There was no pt involvement in the reported failure.